Event description:
Reportable based on device analysis completed on 3jan2024. It was reported that visualization issues occurred. The opticross ic imaging catheter- was selected for use. Following flushing, during imaging outside the patient, no image was shown even after repeated flushing. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the drive shaft was broken, imaging core wind up began 22 cm from the distal end of the connector shaft, the imaging window was detached and the imaging core was coiled. Impedance testing could not be performed due to the condition of the returned device.